Event description:
It was reported that the patient presented to magnetic resonance imaging center. Upon interrogation, it was noted that the right ventricular lead exhibited a high pacing impedance, intermittent capture and r-wave amplitude variation. No intervention was performed. The patient was in stable condition.